Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited been tones and when it was interrogated, was found to have recorded a battery depletion alert. Device data was sent to technical services (ts) for review. Data analysis confirmed the device was depleting normally and the observed drop in estimated longevity was due to extensive use of magnet application. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the incident description for more information regarding the specific circumstances of this event.